Manufacturer narrative:
Initial reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-14395. It was reported the patient experienced ineffective stimulation. X-rays indicated one of the leads had migrated. In turn, both leads were explanted and replaced. Therapy was restored postoperatively.

Event description:
Additional information received indicates that both the leads had migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue